Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed; there are no previous complaints on this device. Upon review, the product was not located; therefore, no further evaluation can be conducted at this time. This complaint record will be reopened if the product is involved or additional information becomes available.

Event description:
On 03/16/2022, infutronix received a report that a pump alarmed with an error message of "battery depleted" while receiving therapy at their home.